Event description:
Ed staff noted that there have been several occasions over the last week where it was very difficult to prime primary IV tubing or tuning would not prime at all without utilizing a syringe to pull medication through tubing. No harm to patient or adverse event occurred with these reported events.